Manufacturer narrative:
The customer initially reported that the event may have contributed to a serious injury, however on (B)(6) 2015 it was reported that no apparent patient injury occurred. The returned sample was evaluated. The stylet was attempted to be removed but was stuck. The tubing was cut open and what appeared to be dried food was inside the tube preventing stylet removal. It appears the stylet was reinserted. The instructions for use state "if tube is to be reinserted, check tube integrity prior to reinsertion for cracks or breakage. Then coat stylet and tube tip with water soluble lubricant prior to reinsertion. Do not use tube if any cracks or breakage are noted or if stylet is bent. Warning: never reinsert stylet when tube is in patient." The customer report number is mw5055827.

Event description:
During insertion of a corpak under fluoroscopy by interventional radiology, it became apparent the guide wire was no longer inside the tube. It was withdrawn and obvious the guide wire had punctured through the side of the feeding tube.